Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B) (6) 2006 including a neurostimulator receiver and percutaneous leads. It was reported on (B) (6) 2008 that the pt experienced episodes of no stimulation while his system was on high amplitude settings. He also experienced some occasions of intermittent overstimulation. The receiver was explanted on (B) (6) 2008 and replaced with an ipg. No explanted devices were returned to the MFR for analysis. No further info is available.